Event description:
The sensor showed that glycemia was too low and my husband drunk coke with sugar. After climbing up a little bit, once again the sugar was too low. So told us the app. This was in the night from (B)(6) 2025. In the morning of friday, (B)(6) 2025, my husband fall into a "ketoacidotic coma". The doctor told us, that the values on the application (send by the sensor "free style libre 3") had been totally wrong. The blood sugar was too high. My husband was in the intensive care unit for 4 days and is still in hospital. I made screenshots and I attach them to this form. I have the results from the sugar tests made in the hospital: the sugar was higher than 1.441 mg/dl!